Event description:
It was reported that during a da vinci s prostatectomy procedure, the site experienced multiple instances of system error code 23008. With the assistance of an isi technical support engineer, the site restarted the system, however, the system error code recurred. The tse instructed the site to perform an emergency power off and restart the system, however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported. The patient tolerated the open procedure well, did not experience any post surgical complications and the patient has been released from the hospital.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system error code 23008 experienced by the site was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. The right master tool manipulator (mtmr) was returned to intuitive surgical for evaluation. Engineering was able to replicate the system error code 23008 experienced by the site during functional testing of the mtmr. A visual inspection found that an outer mechanical cable for axis 3 within the mtmr was broken, thus generating the system error code experienced by the site. The affected cable was replaced and retesting of the mtmr found that it functioned within specification. As of august 17, 2012, there have been no reported recurrences of the issue at this hospital.